Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the user could not remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/15/2014 with the following findings: the battery compartment was found to be free of damage. A test battery cap was able to secure to and detach from the returned pump per the instructions for use (IFU). The torque groove on the top of the returned battery cap was found to be damaged; this device failure directly caused the reported issue. There was difficulty removing the returned battery cap from a test pump: the reported issue was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.